Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead gave a lead warning for low impedance. It was also noted that the rv and right atrial (ra) leads may be rubbing together, abrading the insulation. In addition, the right atrial (ra) lead was suspected to be either far field r-wave (ffrw) oversensing or losing capture. Both lead remain in use. No patient complications have been reported as a result of this event.